Event description:
It was reported by the aci sales professional that a (B)(6) patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the profunda femoral artery via a 5f sheath (model unknown). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was removed from the patient, there was sealant on the catheter however hemostasis was achieved with that same device. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle with the procedural sheath pulled back against the shuttle. The advancer tube was separated from the device. The advancer tube was separated from the device. A segment of the sealant was found adhered to the inside wall of the shuttle cartridge. The catheter shift and the shuttle cartridge were inspected for presence of adhesive. No anomalies were observed. The review of the lhr (lot f1318903) indicated that the device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the root cause of sealant stuck to device component could not be conclusively determined.